Manufacturer narrative:
Device received with cracked and bleeding lcd glass, dog chew marks around the pump, cracked lcd window.

Event description:
The customer reported that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had crack and scratch. The customer reported that there were numerous teeth marks on the button. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.